Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a leaking connector after reusing connectors due to supply constraints, and troubleshooting and education were completed instructing the user not to reuse supplies and to switch to mdi until new supplies arrive. Symptoms included no reported injury, hypoglycemia, hyperglycemia, or other adverse clinical effects. Outcomes included no hospitalization, no alerts or alarms, and transition to alternate therapy. Investigation included user interview and device-use troubleshooting focused on connector integrity and proper use. Investigation of this case revealed a leaking connector consistent with wear from reuse, aligning with a device component issue at the connector level and user-related handling outside instructions for use. It was concluded, based on previously established findings for similar reports, that the cause was use error related to reusing single-use connectors.